Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old male patient with acute myocardial infarction and cardiogenic shock (scai shock stage d) had previously undergone cardiopulmonary resuscitation. The patient also experienced ventricular fibrillation and pulseless electrical activity and was awaiting computed tomography consultation for multivessel disease. He presented with a lactate level of 7.26 mmol/l, a systolic blood pressure of 85 mmhg, and a mean arterial pressure of 55 mmhg prior to impella cp placement. A percutaneous coronary intervention was performed after impella cp insertion and included placement of nine drug-eluting stents in the right coronary artery, left anterior descending artery, and three diagonal branches. The patient decompensated overnight and developed acute kidney and liver dysfunction accompanied by fever. Veno-arterial extracorporeal membrane oxygenation was initiated, and a head CT scan revealed an anoxic brain injury. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
Added: d10 (concomitant). Corrected: d1. Ppae( fever/renal failure/organ failure/stroke) : the cause of the injury was not determined due to insufficient clinical details.